Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via sr. Inbox that customer passed away at home early in the morning on (B)(6) 2014. It was reported that customer drank alcohol heavily and in the end, customer's wife was not able to get customer to eat or drink anything. Customer's wife reported that the pain of diabetes made the customer drink alcohol heavily. Customer's blood glucose at time of death was unknown. Customer's cause of death was ethanol toxicity, depression, sleep apnea and type 1 diabetes. Customer also had high blood pressure and neuropathy in the leg all the way down to the knees; kidneys were failing in the end and heart disease. Customer was wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Customer's wife refused to provide copy of death certificate. Customer's wife was not able to return insulin pump for failure analysis due to no longer having insulin pump.